Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation instrument outside of a procedure. The rep indicated that the perc pin frame had a loose spring and as a result other frames were used for the day's cases. There was no patient involved with this issue and the instrument was replaced.